Event description:
The fabric foundation of the unit had developed a burned area. Visual inspection of the unit revealed the metal strips restraining the heater wire had been badly damaged. This allowed the heater wire to intertwine, creating a "hot spot" which reached temperatures sufficiently high to damage the fabric foundation. Visual examination of the unit indicated that this damage was attributable to misuse and disregard for our instructions and warnings on the part of the consumer.